Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the device in good condition. During the functional testing, lec 1310 was found but no faults could be found with the air in line sensor. The cause was found to be the rtc battery and the rtc battery was replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was constantly beeping on patient use. The occlusion alarm was seen. The device was showing error code lec 1310 and air in line. The customer requested to replace the internal battery. The event occurred during start up and infusion. There was patient involvement, but no patient harm/adverse event reported.